Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. The procedure was performed under general anesthesia. Fiducial markers were placed transperineally prior to the procedure. On september 25, 2023, it was noted that the hydrogel appeared to be strictly near base with little to no mid apical coverage. No patient complications were report at the time of this event. The patient's radiation treatment has not been delayed due to this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.